Manufacturer narrative:
The investigation into high purge pressure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22408.

Event description:
A complainant reported the patient was on impella 5.5 support due to acutely worsened left ventricle function. While on support, purge flow low and purge pressure high were present in the pump two different times. High purge pressure/purge system blocked alarm occurred. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿